Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
It was reported that this event occurred while in (B)(6). The intra-aortic balloon (iab) was inserted through the sheath via the left femoralis with success. After 24 hours of therapy, the helium line was observed to have blood in it. As a result, the iab was removed and not replaced since therapy was finished. There was not harm to the patient. There is no report of patient death, complications or injury. The patient outcome is okay. Additional information received on (B)(6) 2011 from the (B)(6) stated that the iab was in use for (B)(6) prior to the event. The blood was noticed in the helium line and they tried to remove the catheter, but it was not possible. A CT was performed and they removed the iab by surgical intervention since the patient has arterial plaque and thus the balloon got caught. The patient outcome is fine.